Manufacturer narrative:
On 05/18/2016 the field service engineer (fse) reported a leak from the wbc bath aperture housing due to the o-rings not sealing off the housing properly. The fse replaced the o-rings and wbc aperture housing to fix the leak. There was a mode to mode correlation issue with wbc (white blood cell), hgb (hemoglobin) and plt (platelets) caused by a worn bsv (blood sampling valve) actuator and dirty bsv pads/alignment bar. The fse cleaned the bsv pad ports and replaced the bsv actuator to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained dried blue leak of less than 1 ml from behind the wbc (white blood cell) bath inside the coulter hmx analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.